Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had door failure. A field service engineer replaced latch, latch wire and door board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced door failure, which is unable to be recovered. The customer reported that this issue delayed the patient care for about 10 minutes and the delayed medication was clorexadine which was had to be sent up from pharmacy. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the pyxis medstation es system tower door failed. No further information was released regarding the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that tower door 2 was discovered to be non-functional and could not be restored. A restart was attempted, but there was no improvement. A field service engineer conducted an inspection of the station and verified that the door board was damaged; consequently, it was replaced to rectify the problem. The system functioned as intended after troubleshooting.